Event description:
In (B)(6) 2000, the patient had a greenfield vena cava filter implanted in their inferior vena cava (ivc). In (B)(6) 2019 a CT scan of the abdomen without contrast was performed. The scan revealed some of the filter struts have penetrated through the wall of the ivc into the pericaval/mesenteric fat. The filter is tilted anteriorly and to the left with its proximal cone lying on the wall of the ivc possibly embedded in it. There was no stenosis observed in the ivc. No further complications were reported.